Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 27-may-2024, it was reported that the patient experienced an insulin flow blocked alarm, triggered due to occlusion preventing the flow of insulin, and the alarm occurred during therapy. The troubleshooting was performed by changing the set and/or reservoir, rewinding the pump, inserting a new reservoir, and replacing the pump. Another troubleshooting step was performed by disconnecting the tubing, tightening the t: lock, holding the tubing downwards, and delivering a 5-unit bolus. The insulin did not exit for either of the troubleshooting steps. No further information available.